Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) system experienced a syncope episode. The device was evaluated, and high out of range pacing impedance measurements and noise were observed on this right atrial lead. The patient was hospitalized. No changes have been performed on the system. This lead remains in service. No further adverse patient effects were reported.